Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws could not be opened when the device was fired outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There was no torquing or twisting of the device present at the time of firing. The trigger did not try to be returned to the home position manually. The device was not fired across something hard such as a clip.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator undertraveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. However; an investigation has been initiated to address the potential root cause of opening issues. No incident related to the reported event was observed during the batch record review.